Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated, telemetry could not be established and pacing could not be initiated with magnet application.